Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported poor iq fluoro. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was performed based on expert discussions (considering complaint description, cs reports, system history, and system log files). During an interventional procedure, image artefacts appeared on the screen. The procedure was continued and finished using an alternative system. After a thorough investigation onsite, a defective flat detector was identified and was determined to have caused the image artefacts. The affected part was replaced as part of service activity, which resolved the problem. The occurrence rate of this error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after detailed investigation. Neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable.